Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.